Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced an event of tubing detachment from hub (B)(6) 2025 resulting in leakage and bleeding. The issue was observed within few hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.